Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had no delivery alarms and blood glucose readings in the 200-400 mg/dl range. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose is 502 mg/dl. Customer was vomiting due to her high blood glucose and has had high blood glucose readings since receiving the no delivery alarms for the past 2-3 days. Customer boluses and manually injects to treat the high blood glucose. Customer got the no delivery alarm after changing the infusion set. Customer got a no delivery alarm during fixed prime of 5.0 units. Customer stated that she has not tried all remedies. Customer was advised to monitor the pump.